Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined procedure, the laser port rings were white and the laser could not be used. The operation was expected to last two hours but turned out to last for four hours. Cornea edema was present, the surface of the cornea was rough. However, the cause was due to this being the third operation and not related to the laser function issue. The patient underwent cryocoagulation on a separate day.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The customer reported that the system embedded laser port rings were white, indicating the laser would not activate or be used. The company service representative examined the system but was unable to replicate any issue related to the reported event. The laser controller printed circuit board (pcb) as a preventative measure. Unrelated to the reported event, the ar found the system displaying system message (sm) [aux illuminator - sub module failure (+24v)] and replaced the aux illuminator controller pcb, the power distribution, and the ac power pcb to address the sm issue. The system was then tested and met all product specifications. The system was manufactured on may 29, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).